Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a high and low blood glucose event. Customer high blood glucose value at time of event was 513 mg/dl. Customer current blood glucose value was 67 mg/dl. Customer declined troubleshooting for high and low blood glucose. The customer also stated increase in blood glucose may be due to food intake. It was unknown whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours prior to the event. Customer spouse also reported sensor issue that ID did not last 6-7 days. Customer reported change sensor alarm. No further patient complications were reported. The device will not be returned for analysis.